Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 83 year old male patient (59.0 kgs., 165.00 cms.) Underwent an af and afl ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure for af and atrial flutter(afl), because the patient had patent foramen ovale (pfo), approach to la was made without using the bb needle. Because the patient entered the room for afl procedure, the physician decided to conduct the cavotricuspid ishmus (cti) ablation first. Blood pressure decrease was observed during the cavotricuspid ishmus (cti) ablation, but pericardial effusion was not found by echography. The procedure was continued. Afl was stopped by the cti ablation. When the physician made the approach to la again for treatment of pulmonary vein (pv), blood pressure decreased. Pericardial effusion was confirmed by echocardiography, so the procedure was discontinued. Timing when complaints occurred was after the cti ablation, before the pv ablation. Pericardial drainage was performed, and the procedure was completed. Septal puncture needle was not used by because there was pfo. Cti ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: 30w:8ml/min. 31w:15ml/min. There were no abnormalities observed prior to and during use of the product. " version information: v 7.2.40.250. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Pericardial drainage was conducted. Outcome of the adverse event was improved. Generator information was a smartablate generator, product code: m4900207, s/n: (B)(4). A puncture needle was not used because the patient originally had pfo (patent foramen ovale). Prior to noting the pe or CT, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. The flow setting for the irrigated catheter used in the event was ~30w:8ml/min; 31w~:15ml/min. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message was observed during the procedure. Force visualization features used were dashboard and vector. Parameters for stability for the visitag module used was maximum distance change:5mm, minimum time:3s, fot:25% 3g, tag size:2. No additional filter used. Color options used prospectively was tag index. [Relevant medical history]: unknown. [Relevant tests/laboratory data]: unknown. Lot number is unknown. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.